Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch mechanism is stuck. The technician unstuck the side rail latch mechanism to resolve the issue.